Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer reported changing out the infusion set and the insulin pump began experiencing a loop with the alarm. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed primetest, excessive no delivery test, self test and unexpected alarm error test. Unable to confirm compromised force sensor system alarm and unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no ramping numbers on the display and unexpected resetting time/date noted. Pump received with cracked end cap, cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.